Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the scd express compression system. The customer sent the unit to the manufacturing plant for eval. Upon triage, service found that the power cord is cut exposing the copper wires.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.